Event description:
Three pt samples with discrepant sodium and/or potassium results. Pt 1, initial sodium gave 52 mmol/l; repeat gave 141 mmol/l. Initial potassium gave 2 mmol/l; repeat gave 4.8 mmol/l. Pt 2, initial sodium gave 110 mmol/l; repeat gave 104 mmol/l. Pt 3, initial potassium gave 15.2 mmol/l; repeat gave 4.5 mmol/l. No adverse events reported in association with the incorrect results. The field service representative determined the cause for the discrepant results was due to a problem with the ise pinch tubing, and replaced ise pinch tubing. Performance tests were performed and within specification.